Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, the patient experienced discomfort related to diaphragmatic stimulation in all pacing vectors, therefore, it was unable to be reprogrammed. The patient was experiencing shortness of breath and difficultly with exertion with the lv lead turned off. Due to limited patient anatomy an epicardial lead was implanted. The lv lead was capped and remains in the patient. No further patient complications have been reported as a result of this event.